Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) developed an infection at the incision sites. Surgical intervention was undertaken. The s-ICD and electrode were explanted and the patient was placed on antibiotic treatment. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.